Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced pain and tenderness at the implantable pulse generator (ipg) site on (B)(6) 2011. The ipg and both leads were explanted on (B)(6) 2011. The event resolved without sequelae.